Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a protruded/loose drive support disk. The device was received with cracked battery tube threads and scratched screen.

Event description:
It was reported that the customer's insulin pump alarmed. No further information was provided.